Event description:
Pt enrolled into the trial. Minor ischemic stroke reported with aphasia. Pt not yet recovered.

Manufacturer narrative:
Please reference MDR 2183870-2009-00011 for he spiderfx used in this procedure.